Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited loss of capture. When the physician put pressure on the device, the patient went systolic as they are dependent. The observations were not able to be recreated by the electrophysiologist, but the pacemaker and existing right ventricular (rv) lead were still replaced for security. The rv lead is another manufacturer's product. No additional adverse patient effects were reported.